Event description:
This spontaneous case describes the occurrence of pelvic pain ("pain") in a female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced pelvic pain (seriousness criterion medically important), metal poisoning ("release of potentially toxic metals"), genital haemorrhage ("bleeding"), fatigue ("strong fatigue"), hypersensitivity ("allergic reaction") and depression ("depression"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to metal poisoning, genital haemorrhage, pelvic pain, fatigue, hypersensitivity or depression. The reporter commented: essure implants: the ministry of health will fund a study on the symptoms after removal. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: non significant correction performed , reporter information (institution name )updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("pain") in a female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced pelvic pain (seriousness criterion medically important), metal poisoning ("release of potentially toxic metals"), genital haemorrhage ("bleeding"), fatigue ("strong fatigue"), hypersensitivity ("allergic reaction") and depression ("depression"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to metal poisoning, genital haemorrhage, pelvic pain, fatigue, hypersensitivity or depression. The reporter commented: essure implants: the ministry of health will fund a study on the symptoms after removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.